Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to duplicate the reported malfunction. The fse replaced the suspected defective safety disk (0202-00-0140). The fse tested the unit five times with no failures. The unit passed functional and safety checks. The iabp was released for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic leak test. There was no patient involvement.